Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump didn¿t vibrate or make any sound. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the insulin pump did not vibrate nor did it beep. The customer tried to change the battery and perform self test but the insulin pump did not vibrate during vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device unable to vibrate due to broken vibrator black wire.